Event description:
Biopsy of liver mass being performed by interventional radiology attending physician. An 11 cm 18g bd temno coaxial automated core biopsy device (lot 0001229556) was placed into the lesion - first biopsy was uneventful. On the second pass, a second specimen could not be retrieved from the device after the device was deployed. Additional specimens were required thus additional passes with a new device were required - not a major issue however did require additional pass. The provider was able to complete the procedure on the patient.